Event description:
It was reported that the patient's pump was explanted due to (B) (6) infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).